Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties, patient effect and subsequent treatment appear to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in an unspecified vessel was completed with two proglide devices, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. The tavr procedure was completed and hemostasis was achieved with the successfully preplaced proglide sutures. Reportedly, after the proglide closure procedure was completed the patient had a cold leg. A balloon angioplasty was performed and blood flow was restored. The vascular surgeon stated the sutures captured the back wall of the artery. There was a clinically significant delay in the procedure due to the balloon angioplasty. No additional information was provided.